Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tower malfunctioned during use. The user did not have to depress the posterior button then squeeze the tabs in to eject the screw; squeezing the tabs alone ejected it. The procedure had to be changed from percutaneous to open. There was no delay greater than 30 minutes.

Manufacturer narrative:
The returned screw tower was examined. The button was found to be sticking due to rust that was beginning to form. It is likely that repeated washing and sterilization cycles over the lifetime of the device caused the rust. The instructions for use were found to contain adequate information regarding cleaning and sterilization of the device.

Event description:
It was reported that the tower malfunctioned during use. The user did not have to depress the posterior button then squeeze the tabs in to eject the screw; squeezing the tabs alone ejected it. The procedure had to be changed from percutaneous to open. There was no delay greater than 30 minutes.